Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, as well as intermittent capture at maximum outputs. The lead outputs were initially reprogrammed. It was later determined that the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: concomitant products 5076 lead, implanted: (B)(6) 2014; 4196 lead, implanted: (B)(6) 2014. (B)(4).